Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported that performing a pump reset resolved the issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's screen displayed "carbs" on the first line of every screen. There was no reported adverse impact to the customer's blood glucose level.